Event description:
Customer reported he was trying to rewind the insulin pump and it stopped, he did the rewind again and received a motor error alarm. The motor error alarm was not in the alarm history. A self test was going to be performed but the customer declined to troubleshoot and stated he had to go and hung up. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.